Event description:
Account alleged that the bed had issues with the brake casters swiveling when set. Brakes would lock but with enough force the casters would swivel. No pt impact.

Manufacturer narrative:
Technician replaced all brake casters to resolve this issue.